Event description:
One complaint has been received. The a19 allset gold ssp kit has a false negative in lane 30 for the a7406 allele.

Manufacturer narrative:
Internal investigation has confirmed that primer mix a 74-01 found in lane 30 in the a19 allset gold and ssp unitray kits gives a false negative for the a74:06 allele according to the documentation within the kits. However, the primer mix a 74-01 is functioning as originally designed. A human error resulted in a manual change of the a 74-01 primer mix to be listed as positive for the a74:06 allele within kit documentation and the kit uch file.